Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, check te pad messages) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cause was isolated to an open brown (-5v) wire in the cable connected ECG c and ECG d. The root cause for the open wire could not be positively identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt and check therapy electrode messages.